Event description:
Received a copy of the customer's medwatch report from FDA which states, "a faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr. And pump administered at a bolus rate. Pump was programmed correctly. Provider notified and patient required IV fluids, additional cardizem held, and increased monitoring with vs (vital signs) remaining stable." Outcomes attributed to adverse event: "other serious or important medical event." Type of event: "serious injury." It was reported that the door latch/clamp slide had an issue. When the user reportedly tried to pull on the door ever so slightly in the bottom corner, "it would open slightly." Th event occurred on 22 december 2022 involving an infusion diltiazem (cardizem), ordered to start at 5mg/hr. With a titrate drip every 30 mins by 5mg/hr. The total bag volume was 125ml with a concentration of 1mg/ml. The infusion was started at 1552 and the bag was found empty at 1624 (125ml were given in 32 minutes). Due to the event, the patient reportedly became hypotensive and "needed to receive IV fluids after the event." The patient received a 500ml bolus of normal saline and the blood pressure reportedly returned to baseline. It was reported that the patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, report source, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Manufacturer narrative:
Correction : describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name additional information : unique identifier (UDI) #, medical device serial #, device manufacture date.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "a faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr. And pump administered at a bolus rate. Pump was programmed correctly. Provider notified and patient required IV fluids, additional cardizem held, and increased monitoring with vs (vital signs) remaining stable." Outcomes attributed to adverse event: "other serious or important medical event." Type of event: "serious injury." It was reported that the door latch/clamp slide had an issue. When the user reportedly tried to pull on the door ever so slightly in the bottom corner, "it would open slightly." Th event occurred on 22 december 2022 involving an infusion diltiazem (cardizem), ordered to start at 5mg/hr. With a titrate drip every 30 mins by 5mg/hr. The total bag volume was 125ml with a concentration of 1mg/ml. The infusion was started at 1552 and the bag was found empty at 1624 (125ml were given in 32 minutes). Due to the event, the patient reportedly became hypotensive and "needed to receive IV fluids after the event." The patient received a 500ml bolus of normal saline and the blood pressure reportedly returned to baseline. It was reported that the patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "a faulty pump clamp on the alaris pump allowed cardizem medication to be administered at a faster rate than ordered at 5ml/hr. And pump administered at a bolus rate. Pump was programmed correctly. Provider notified and patient required IV fluids, additional cardizem held, and increased monitoring with vs (vital signs) remaining stable." Outcomes attributed to adverse event: "other serious or important medical event." Type of event: "serious injury."